Event description:
Pt received enteral pumps which infused 13% - 50% less volume with each infusion than programmed. There was 80cc put in bag and volume entered, pump read volume complete with anywhere from 10 - 40 cc remaining in bag.